Event description:
Customer was using the toothbrush when a piece of her tooth chipped off. She works for a dentist and he told her to contact us. It took a piece of her tooth off and she has the small piece of tooth it took off.